Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited error. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal label was missing and there were scratches and cracks on liquid crystal display lens screen. During functional testing, the reported problem was duplicated. Functional test failed. There was a mechanical problem. Root cause was found to be flat gear and hub gear were misaligned. Flat and hub gears were realigned.